Manufacturer narrative:
There is no known patient involvement. Pma510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the heater-cooler system was placed 2 to 3 meters from the surgical field with the fan directed away from the surgical field towards the negative pressure ventilation system in the operating room. The customer reported that there are no documented cases of patient infection and that the facility is following the cleaning procedure outlined in the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement

Manufacturer narrative:
Livanova(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The facility reported that they plan to return the heater-cooler device to livanova (B)(4) to undergo deep disinfection. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.